Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify a35 alarm due to motor error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm and motion sensor test failure. The customer¿s blood glucose level was 188 mg/dl at the time of incident. Customer was able to clear the alarms, however unable to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and to refer the back up plan. The insulin pump will be returned for analysis.